Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) was prepared per instructions for use (IFU) and was inserted. However, after the guide was inserted, a rupture of the interatrial septum with a right-to-left shunt was observed. The procedure was continued. A mitraclip xtw was inserted and placed on the valve. However, while performing the first establishing final arm angle (efaa) before deployment, it was observed that the clip continuously opened from 0-5 degrees to 20 degrees. The clip was reclosed and efaa was performed again. Troubleshooting was performed, but the issues continued to occur. Due to the difficult patient anatomy and sufficient mr reduction, a decision was made to deploy the clip. The clip was successfully deployed on the leaflets and remained stable. To further reduce mr, a second mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. To treat the atrial septal defect (asd), an asd closure device was implanted. The procedure was completed successfully. It was noted that the patient was in stable, clinical condition. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported perforation appears to be related to procedural. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an asd closure device was implanted to treat the asd. There is no indication of a product issue with respect to manufacture, design or labeling.